Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with pulse generator in backup vvi and a capture anamaly. Two attempts at software download to restore device were not successfull. The device was explanted and replaced. No patient symptoms were reported.